Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severely ectactic. It was reported that during the deployment of the bifurcated stent graft, the physician noticed that the stent graft was deploying lower than intended, due to the ectactic vessel. The physician successfully placed an aneurx aortic cuff to cover the space between the bifurcate stent graft and the renal artery. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation results: (severely ectactic vessel). (Secondary intervention).